Event description:
It was reported that during a cleavage of upper and medium lobe lung procedure, after the application of stapler, the blade stopped halfway for two times with two different reloads. Laceration of parenchyma and subsequent manual reparation resulted. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle. The analysis results found that the device was received in good visual conditions and with no cartridge reload loaded in the device. However, two reloads were received. Reload b had the proximal 18 drivers up without staples, and the remaining drivers down with staples present. Reload c had the proximal 30 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reloads had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. The cartridge reloads were manually unlocked and the device was tested for functionality with the returned cartridges reloads and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.